Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced repeated low blood glucose after training-related adjustments to ilet settings, perceived excessive insulin delivery, temporarily disconnected the pump, then reconnected after performing a fill-tubing per agent guidance, and scheduled a follow-up for settings review. Symptoms included hypoglycemia with a nadir of 68 mg/dl that lasted about 10 minutes and required oral glucose, without need for assistance or medical intervention. Outcomes included no long-term health impact and no hospitalization. Investigation included remote troubleshooting and user education, verification that the system suspends insulin when glucose is low or rapidly falling, and arrangement for additional training to confirm target settings. Investigation of this case revealed no device alarms or malfunctions and suggested use-related factors following recent setting changes as a potential contributor, with the device delivering insulin and suspending as designed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.